Manufacturer narrative:
The following devices were also listed in this report: pkr femur lm.; cat# unknown; lot# unknown, pkr insert lm.; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a left knee revision due to pain.

Manufacturer narrative:
An event regarding revision due to pain secondary to malposition involving an unknown tibial component was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "the primary harm involved is failed medial partial knee replacement secondary to pain. It is likely the pain was secondary to overload of the medial compartment of the knee due to surgical under correction of mechanical alignment. Xrays of the revised knee demonstrate that the mechanical alignment to the knee has been restored. There is no evidence for defect in the implants or their manufacture." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the provided medical information was submitted to a consulting clinician who stated that reported pain was most likely due to surgical under correction of mechanical alignment. Xrays of the revised knee demonstrate that the mechanical alignment to the knee has been restored. No further investigation is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a left knee revision due to pain.